Manufacturer narrative:
Follow-up #1: date of submission 11/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings: during investigation, the rewind, load and prime steps were performed successfully with no alarms. The prime issue was not duplicated during investigation. There were multiple loss of prime warnings observed in the black box with low non zero and zero. The force calibration was within specification. The pump was exercised for 24 hours with no alarms or prime issues occurring. The pump was opened and there was no defects found.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.